Event description:
It was reported that after the device was implanted, the EKG showed up as abnormal. The lead was repositioned several times, but the EKG was still abnormal and showed atrial fibrillation. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.